Event description:
(B)(4). It was reported that post stenting procedure, the patient experienced myocardial infarction and non-cardiac chest pain. In (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization which revealed the 90% stenosed target lesion located in the mid left anterior descending artery which was 10mm long with a reference vessel diameter of 2.50mm. The lesion was treated with predilatation and placement of a 2.50 x 12mm study stent followed by post dilatation resulting to 0% residual stenosis. One day post procedure, the patient developed myocardial infarction. No action was taken in response to the event and the patient was discharged within the day on dual antiplatelet therapy. Twenty one days post procedure, the patient developed non-cardiac chest pain. No action was taken in response to the event.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).